Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reported an alert that was detected for right atrial automatic threshold (raat) suspension. The most recent electrogram (egm) shows the threshold measurement at 2.8v (volts) and capture cannot be confirmed. The current atrial output is programmed to trend at 2.3v. The battery longevity is normal, and the lead measurements are stable. The device and the non-boston scientific lead remain in service. No adverse patient effects were reported.